Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for operation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, opening crack. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the anterior and crack in the valve. Based on the device analysis the final assessment is: -a striated opening in the radius side assessed as surgical damage. - a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.